Event description:
The surgeon was using screw driver from the ortho pro set. While attempting to insert screw, the head of the screw driver broke. Three little pieces were found before closing the incision and an x-ray was taken by surgeon with the zi-scan. No evidence of any metal fragments noted.